Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown, therefore, a device analysis cannot be completed. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. On an unreported date, the pt experienced severe constipation. Subsequently the pt experienced peritonitis which was treated with injections of fortum, 1gm, for 14 days in the night dwelling, an injection of vancomycin, 2 gm every fifth day, and an injection of amikacin, 100mg for 14 days. Dianeal therapy was ongoing with the dosage maintained. It was not reported if the patient was hospitalized. The cause of the peritonitis was reported to be due to the severe constipation. The outcome of the peritonitis was not reported. Additional information was requested but is not available.